Event description:
It was reported that a revision took place due to high pacing thresholds. A new was implanted. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.